Event description:
Additional information was received that an infold did not occur during loading. The infold occurred following recapture due to poor expansion of the first valve. The delivery catheter system (dcs) could not be withdrawn due to the poor expansion of the valve. A compliant and semi-compliant non-medtronic (inoue) balloon was used. 2 bav inflations were performed, and the inflation times were approximately 3 seconds each. The inflation device used was a syringe. It was further reported that the second valve infolded due to poor expansion and was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot #: (B)(6), ubd: 10-jun-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, infolding was observed in the valve (B)(6) during the loading check. There was a very high degree of intrinsic valve leaflet calcification in both the tricuspids. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 16mm balloon. An attempt was made to place the valve but upon checking with cusp overlap view, it was confirmed that the calcification had caused poor expansion and infolding in the valve. The nosecone of the delivery catheter system (dcs) could not be withdrawn. The valve was recaptured and a second pre-implant bav was performed, with a 19mm balloon. Another attempt was made to place the valve, but infolding occurred once again, so the valve was discarded. Physician suggested using a non-medtronic valve (edwards sapien) but opted for a medtronic replacement valve instead. The new valve (B)(6) was loaded and implanted with slight infolding. The infolding was resolved by performing a post-implant bav. No additional adverse patient effects were reported.